Event description:
The implant failed due to infection and poor oral hygiene. The implant was placed at #14 and removed after 5 mos. Traditional 2 stage, poor oral hygiene, moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.